Event description:
Reported incident -- in 2009, an ans sales rep was advised by a pain dr that a former patient's system was explanted due to paralysis. The dr received a report that the explant was performed in another state and the explanting dr made a medical note stating the size of the lead may have contributed to the spinal compression, which caused paralysis. An investigation of this reported incident was conducted. Based on this investigation the following information was obtained. Investigation -- the next day, rep talked to implant dr who mentioned the patient fell and hit his head, resulting in acute paralysis. A week later, the rep was informed by the pain dr that patient's system was explanted. Per ny explant md's office; the explant was performed on the month prior to original month. The patient experienced paralysis. On thirteen days prior to original date, the patient was re-examined and had regained feeling and movement. On ten days after the original date, ans customer support talked to the explant doctor's nurse who stated the incident was not product related, and the product was probably discarded. She stated if we had a signed patent release form, she would provide ans with any other info needed. Background -- patient had an ipg and surgical lead implanted two months prior to original date. Post-implant, the ipg was never turned on and the patient was released. A follow-up appointment was scheduled to program the ipg, but the patient missed the appointment. Various attempts were made to contact the patient to re-schedule the missed appointment to no avail. Eventually, the patient contacted the sales rep and advised him that he moved to another state and stated he needed a local rep. The patient connected with the rep who provided the patient with a list of md's in the area. The patient setup two office visits for programming but missed both sessions. The new rep stated the patient mentioned post surgical pain, and he advised the patient to go to the ER if there was a problem.

Manufacturer narrative:
Evaluation: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.